Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that the transvenous right atrial (r) lead in association with this implantable cardioverter defibrillator (ICD) exceeded >3,000 ohms pace impedance measurement. There were no reported adverse patient symptoms.